Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative tested the system and was unable to replicate the issue. A navigation system check-out was completed, all areas passed. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the navigation system stopped tracking the instruments. The surgeon was able to register the patient but was unable to navigate the instruments. The surgeon was not actively navigating when issue was identified. During troubleshooting the site attempted the re-position the instrumentation and re-boot the system with no resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.